Manufacturer narrative:
Complaint conclusion: as reported, there was early opening of the release hooks of a 55cm optease vena cava filter piercing the sheath. There were no reports of patient injury. Additional information was requested, but was not available. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18250025 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " filter impeded perforated sheath" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Per the IFU, slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. To restore hemostasis, withdraw the storage tube out of the sheath introducer hemostasis valve. Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was early opening of the release hooks of a 55cm optease vena cava filter piercing the sheath. There were no reports of patient injury. Additional information was requested, but was not available. The device will not be returned for evaluation.